Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported loosening and polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
The pt was revised because of osteolysis, poly wear and loosening.